Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure wherein a lead was added to the existing leads. The patient was doing well postoperatively.